Event description:
Allegedly the patient felt pain and surgeon confirmed pseudotumor so revision was performed.

Manufacturer narrative:
Device #2:investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-0000554, 00556. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: product did not contribute to event. The complaint was reviewed and analysis showed no trend. The product was dimensionally inspected and photographic images were made.